Event description:
Subsequent information was received that during a revision procedure two months later for another manufacturer's right atrial (ra) lead, this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2000 ohms. This patient underwent a surgical procedure where this lead was surgically abandoned. Additional information was received indicating that oor impedance measurement and loss of capture (loc) were observed when the lead was tested on the pacing system analyzer (psa). A new lead was successfully implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.